Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by cloudy effluent. It was reported the patient went to the hospital and "was put on test dialysis"; however, it was not reported if the patient was admitted to the hospital for the peritonitis event. The patient reported while at the hospital, the "fluid came out clear". The cause of the peritonitis was not reported. On an unreported date, the patient was treated with unspecified intraperitoneal antibiotics for the peritonitis. The patient reported "feels fine"; however it was not reported if the patient was recovered from the peritonitis. Physioneal therapy was ongoing. At the time of this report, antibiotic therapy was ongoing. No additional information is available.